Event description:
On (B)(6) 2011, patient's husband reported they are having concerns when they are attempting to give boluses with the infusion device's buttons. Husband stated the issue is occurring intermittently. Husband reported the patient is currently in the hospital for pneumonia. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.